Manufacturer narrative:
Device investigation summary ¿ a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The part is broken as described in the complaint description. The investigation shows that the first 5mm from the tip are missing, and the rest of the received drill is twisted backwards. There is no specific surgical information provided, regarding this article by customer; as a result it is not possible to determine the exact reason for this problem, but it is likely that the drill bit jammed inside the drill guides due to bone chips and possibly chips from a metal implant such as a plate, led to the damage. No product problem identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown; it is unknown if there was patient involvement. Additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Lot number provided was not able to be verified. Without a valid lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported several devices had broken tips. It is unknown when the device broke. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Initial reporter: email. Manufacturing site: (B)(4). Manufacturing date: 16 february 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Initial reporter: phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the events started since (B)(6) 2015; however, specific dates couldn't be obtained. There was prolongation of surgery between fifteen and thirty (15-30) minutes. The broken items incidents didn't affect patient conditions. The broken items were replaced with another from another instrument set.